Event description:
It was reported that the pad over the downstream occlusion sensor is torn. The event occurred during preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown.device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the issue was that the dso seal was delaminated. The dso seal was replaced. Service history identified that no previous repair has been noted in the last 12 months.